Event description:
It was reported that right ventricular (rv) lead pace impedance measurements had gradually increased from the mid-600 ohms range to 1,500 ohms over the past few weeks. Additionally, some rv non-capture was observed. Rv output was set to 2v, and the most recent threshold measurement was 1.9v@0.5ms. The patient was seen in the clinic for further evaluation, and good threshold measurements were obtained in unipolar with a pace impedance measurement of 500 ohms. The plan is to program a split configuration (unipolar pacing and bipolar sensing). This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.